Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 240cc's. A new system was strung and the pt completed their treatment without further issue. There is no report of known ill effect to the pt. There is a sample available for eval.